Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.016, lot: l980898, manufacturing site: haegendorf, release to warehouse date: 28. Sep. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the buttress/compression nut was received at the us cq. The nut was attached to a guide sleeve. There were a few small dents on the compression nut, but otherwise, no other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the buttress/compression nut with the associated guide sleeve. The nut could not be removed from the sleeve or threaded onto the sleeve due to the deformities on the sleeve. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed due to a lack of access to relevant features as a result of the received condition (unable to disassemble). Manufacturing record evaluation: the received device was manufactured at the haegendorf site on 28 september 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was not confirmed for the buttress/compression nut. The nut was attached to the associated guide sleeve. A few small dents were observed on the device. The nut could not be removed from the guide sleeve, reasoned to be the fault of the deformities on the guide sleeve, but the thread condition of the nut could not be verified. The nut, however, could screw on and off the undamaged portions of the guide sleeve¿s threads. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a trochanteric femoral nail advance (tfna), the tfna helical blade got stuck in the tfna helical-blade impactor and was not possible to disconnect from the tfna helical-blade impactor and guide sleeve. Compression/distraction nut cannot be disengaged from yellow guide sleeve. Helical blade cannot be disengaged from helical blade inserter/connecting screw and pin wrench. They are all connected together and cannot be disengaged. When the event occurred, the surgeon removed the implant and used another set. The procedure was successfully completed with a ten (10) minutes surgical delay. There was no patient consequence. This report is for a buttress compression nut. This is report 5 of 5 for (B)(4).